Event description:
Info received indicates all four siderails will not latch on the bed. Bed was in the maintenance shop.

Manufacturer narrative:
The tech replaced the siderail latches to repair the bed.